Event description:
As reported by the edwards clinical specialist (cs), during a transcatheter aortic valve replacement (tavr) procedure, the rf3 delivery device balloon burst upon deployment of the sapien valve. Per report, the valve was positioned across the native valve approximately 60:40 ventricular under rapid pacing. Post deployment echocardiogram revealed the valve had been fully deployed with trivial pv leak and central leak. No further intervention or post dilation was required. The patient was noted to have remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The retroflex 3 delivery system was returned to edwards for evaluation in a used condition. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along half the length of the balloon. The returned balloon component was observed to have severe creases along the length of the balloon most likely caused while the device was shipped for evaluation. Visual inspection along the balloon tear line did not reveal any surface defects. Balloon double wall thickness was measured in several locations and were found to be out of specification most likely due to the severe creases on the wall creating an extra thickness on the balloon surface. Balloon wall thickness is 100% inspected at the component level during the manufacturing process per internal procedures. Visual and dimensional inspection of the delivery device did not reveal any manufacturing defects or non-conformances that may have attributed to the event. A device history record (DHR) review for the rf3 delivery device was performed. The affected device work orders and pv testing were evaluated and did not reveal any issues during manufacturing that could be related to the event. These types of complaints have been previously investigated and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. The images provided of the patient show the patient had severe aortic valve and aortic root calcification. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. There were no manufacturing non-conformances found on the returned device. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected during the manufacturing process, which makes it highly unlikely that, a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage, and the device is leak tested after the balloon is pleated and folded. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. No further action is required at this time. Moreover, per the fmea, a balloon burst has a severity ranking of 4. If the delivery balloon bursts during valve deployment, there is potential for an incompletely deployed valve. This can result in embolization of the valve to the aorta or ventricle, or paravalvular leak, all of which may cause significant hemodynamic compromise. In this case, the valve was deployed successfully and there was no implication to the patient. The complaint was confirmed, but there is insufficient information available to determine the reason for the observed event. Available information suggests that patient factors may have contributed to the event. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. Therefore, no corrective action is necessary.

Manufacturer narrative:
The delivery device was returned to edward lifesciences for evaluation. Investigation is ongoing.